Event description:
The customer reported that their bedside monitor (bsm) is not showing correct ECG readings. They explained that when they are reviewing the leads the waveform is always the same, but the numbers that are related to it are changing. The issue was resolved when they swapped out the device. No harm or injury occurred.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) is not showing correct ECG readings. They explained that when they are reviewing the leads the waveform is always the same, but the numbers that are related to it are changing. The issue was resolved when they swapped out the device. No harm or injury occurred. Additional model information: concomitant medical device: the following device was used in conjunction with the bsm unit: input unit: model #: ay-633p-qm. Sn #: (B)(4). Device manufacturer date: 01/12/2013. Unique identifier (UDI) #: (B)(4).